Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed damaged function control wherein the device probe was not working, a definitive root cause was not determined, therefore the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy transducer function control unit fails probe test. There was no patient involvement.